Event description:
A user facility's biomedical technician (bmt) reported that a 5008x hemodialysis (hd) machine displayed a "blood leak detected" alarm during a patient's hd treatment. A fresenius field service technician (fst) was called onsite and verified that the blood leak detector was functioning correctly. Machine functional tests were completed and passed onsite after repair. Follow up with the charge nurse (cn) revealed that a fresenius 5008x bloodline leaked twenty-five minutes into a patient's hd treatment. The machine, a fresenius 5008x hemodialysis (hd) machine alarmed appropriately with a ¿blood leak detected" alarm. Blood leak test strips were not used. A fresenius dialyzer was also in use. The leak was observed from the connection at the bottom of the venous chamber of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 320ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: upon further review, it was determined that the event reported on MFR 8030665-2025-00122 was previously captured and reported in MFR 8030665-2025-00124. There will be no further updates on 8030665-2025-00122.

Event description:
A user facility's biomedical technician (bmt) reported that a 5008x hemodialysis (hd) machine displayed a "blood leak detected" alarm during a patient's hd treatment. A fresenius field service technician (fst) was called onsite and verified that the blood leak detector was functioning correctly. Machine functional tests were completed and passed onsite after repair. Follow up with the charge nurse (cn) revealed that a fresenius 5008x bloodline leaked twenty-five minutes into a patient's hd treatment. The machine, a fresenius 5008x hemodialysis (hd) machine alarmed appropriately with a "blood leak detected" alarm. Blood leak test strips were not used. A fresenius dialyzer was also in use. The leak was observed from the connection at the bottom of the venous chamber of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 320 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.